Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported consequences.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing. Additional programming changes were recommended and to be forwarded to the physician.